Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with slip-tip hub configuration detached while disengaging the needle after use. The following information was provided by the initial reporter, translated from french to english: "indeed, I engaged the pink safety device as usual, at the time of disengaging the needle and the syringe, I realized that the pink device was detached and ready to fall, which represents a risk of pricking oneself with it."

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2002010. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no issues with the safety mechanism were identified were following the instructions for use. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h.10.3

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with slip-tip hub configuration detached while disengaging the needle after use. The following information was provided by the initial reporter, translated from french to english: "indeed, I engaged the pink safety device as usual, at the time of disengaging the needle and the syringe, I realized that the pink device was detached and ready to fall, which represents a risk of pricking oneself with it."